Event description:
Patient presented to the physician with macerated skin on the anterior chest incision, a cystic skin lesion on the submandibular incision, and alleged feeling electrical shocks from the ipg when using it. Physician brought the patient into the or. Physician removed the ipg, observed skin and pocket were macerated and inflamed. Physician placed a new ipg and took culture of the area which returned negative. Physician removed the cyst from the superior neck incision which was associated with the stimulation lead body. Pathology results of cyst returned as chronic inflammation. Patient presented back to the physician post-implant of new ipg with the wound superficially dehisced and cyst formed near the neck incision. Physician prescribed a 6 week course of antibiotics.